Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with one clip remaining. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. The clip advanced into the jaws, formed properly, and was held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being used in a laparoscopic distal gastrectomy, the clip on the vessel broke into two pieces. One of the broken pieces was found in the patient's cavity and another one was not found. The surgeon stopped to find it and finished the procedure. The surgeon stated that the blood vessel after clipping was cut with a cutting device and the cutting device may have caused damage to the clip. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being used in a laparoscopic distal gastrectomy, the clip on the vessel broke into two pieces. One of the broken pieces was found in the patient's cavity and another one was not found. The surgeon stopped to find it and finished the procedure. The surgeon stated that the blood vessel after clipping was cut with a cutting device and the cutting device may have caused damage to the clip.